Event description:
It was reported that the usb cable connection was very weak and loose. It was reported that the new usb cable fixed the issue.

Event description:
The tablet usb adaptor has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned usb adaptor was completed. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, not further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that during interrogation of a vns device, a message "unable to open port" was displayed on the programming tablet. Troubleshooting was performed by unplugging the serial cable for 15 seconds; however, this did not resolve the issue and a new serial cable was requested. The physician was provided with a new serial cable. The nonfunctional serial cable is expected to be returned for analysis, but has not been received to date.